Event description:
The customer stated a blood glucose result of 263mg/dl was received at 7:11am. The customer took 1000mg of glucophage and 250mg of metaglip, and 10 mg glipizide. The customer began to fill ill around 12 pm. An ambulance was called and they received a result of 50, 58 mg/dl on the ambulance device. The customer was given glucose through an IV and taken to the hospital where another IV was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.